Manufacturer narrative:
Block h6: imdrf device code a180305 captures the reportable event of a device being stuck in scope, reprocessed, and used in another procedure.

Event description:
Note: this report pertains to one of four procedures involving one cre rx biliary dilatation balloon. It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure performed on (B)(6) 2025, the cre rx tunnel (black sheath) was detached and stuck in the endoscope. Scope was put through cleaning process, and included manual clean, and auto washing procedure. Without the team being aware, the scope was used on another procedure on (B)(6) 2025, still no realization of sheath inside the working channel. Then the scope was used in another two separate procedures on (B)(6) 2025, in the second cased performed on (B)(6) 2025, it was observed that the black sheath come out of the biopsy port on the scope when they withdrew the forceps back into the endoscope. It was reported that the rx tunnel did not detach inside the patient. They have to test the first patient (source) to see if there is any for blood-borne pathology (bbp) which could have been passed on to other patients at later procedures. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h6: imdrf device code a180305 captures the reportable event of a device being stuck in scope, reprocessed, and used in another procedure.

Event description:
Note: this report pertains to one of four procedures involving one cre rx biliary dilatation balloon. It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure performed on (B)(6) 2025, the cre rx tunnel (black sheath) was detached and stuck in the endoscope. Scope was put through cleaning process, and included manual clean, and auto washing procedure. Without the team being aware, the scope was used on another procedure on (B)(6) 2025, still no realization of sheath inside the working channel. Then the scope was used in another two separate procedures on (B)(6) 2025, in the second cased performed on (B)(6) 2025, it was observed that the black sheath come out of the biopsy port on the scope when they withdrew the forceps back into the endoscope. It was reported that the rx tunnel did not detach inside the patient. They have to test the first patient (source) to see if there is any for blood-borne pathology (bbp) which could have been passed on to other patients at later procedures. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 22, 2025. It was reported that the type of procedure performed on (B)(6) 2025, was upper gastrointestinal (gi), and the blood-borne pathology (bbp) test result performed on the first patient was clear. There were no patient complications reported related to the procedure performed on (B)(6) 2025, and the patient's condition at the conclusion of the procedure was reported to be stable. It was reported that the type of procedure performed on (B)(6) 2025, was upper gastrointestinal (gi) gastroscopy, and the procedure was able to be completed with normal gastroscopy. There were no patient complications reported related to the procedure performed on (B)(6) 2025, and the patient's condition at the conclusion of the procedure was reported to be stable. It was reported that the type of procedure performed on (B)(6) 2025 (1st case), was biopsy of stomach, and the anatomy location was at the stomach. The procedure was able to be completed with standard gastroscopy. There were no patient complications reported related to the procedure performed on (B)(6) 2025, and the patient's condition at the conclusion of the procedure was reported to be stable.